Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include:: product ID: 8709sc, serial# (B)(4), implanted: (B)(6)2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. The pump contained dilaudid [30.0 mg/ml] at a dose of 16.972 mg/day. It was reported in (B)(6) 2016, the patient had a CT scan. The document stated the catheter appeared to be sheared or abandoned. The patient stated a doctor called the patient¿s managing doctor, and they discussed that could be normal because something could be blocking the view. On 2(B)(6)017, the patient reported the drug seemed a little stronger after the last refill. The patient stated the facility said they had found out the drug needed to be refrigerated, so that time it was refrigerated and previous ones were not. The patient was not sure if the drug seemed stronger because of this. In (B)(6) 2017, the patient reported slipping and falling about 4 weeks ago. The patient stated they did a CT scan afterwards. The patient reported not feeling well the past couple of weeks and having increasing pain in the lower back. No interventions were mentioned. The patient would call back if they were able to find any information. No further patient complications were reported.